Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09834. The patient is implanted with two different model percutaneous leads. It was reported the patient had been experiencing ineffective stimulation coverage. A full parameter diagnostic indicated invalid and low impedance values on several contacts. Reprogramming was used to no avail. The patient has been referred for a system-xray. The patient is working with his physician to determine a resolution.